Event description:
It was reported the programmer shuts off spontaneously during interrogation. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm programmer shuts off; programmer was left on overnight with no problem found. Analysis found the system fan is noisy. Analysis also found the lem (link electronic module) pcb (printed circuit board) assembly failed common mode wrist test; replacing lem pcb assembly resolved issue. (B)(4).